Event description:
It was reported by a company representative that during evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013, 14:12:09. During night drain cycle one, the patient's ultrafiltration reading was 1212ml, indicating the home patient (hp) drained 1212ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. If additional relevant information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).